Event description:
The micro sagittal saw was sent for evaluation due to overheating during a procedure. There was no clinically significant delay in the case. No further information has been provided by the account.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.